Event description:
Following an MRI, telemetry confirmed the pump motor was stalled. The pump had been stalled for close to an hour. Re-interrogation was planned. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).